Event description:
During an in-clinic follow-up, a battery longevity estimation of the device was calculated using two different merlin programmers. There was a reported discrepancy between the two estimates of about a year. Premature battery depletion was suspected. The physician elected to explant and replace the device. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. Based on this information, there was no evidence of premature depletion.